Event description:
It was reported to st. Jude medical that the ICD has reached premature battery depletion in 18 months. The charge was up but after 2-capacitor maintenances ii decreased. The pt had several vf-vt episodes and also received a large amount of atp bursts.